Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a gradual increase pacing impedances to eventually become greater than 2000 ohms. The system also displayed an increase in shock impedances and thresholds as well as a decrease in intrinsic amplitude. A request for additional information has been made; no additional information has been provided. The system remains in service. There were no adverse patient effects reported.